Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the right femoral artery. The 100% stenosed lesion was located in the moderately tortuous right anterior tibial artery. The physician advanced an introducer sheath and a non-bsc guide wire to the target lesion. A 2.5mmx20mmx143cm coyote balloon was advanced to predilate the lesion. The coyote balloon was inflated to 10atms and ruptured on the first inflation. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.